Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap and no delivery. The customer's blood glucose reading was over 200 mg/dl. The customer mentioned leaks in the tubing. The customer reported no delivery alarm to be resolved by complete set change. The product was not returned for analysis.